Manufacturer narrative:
Product event summary: the hard drive was re-imaged, software was reloaded and the missing analyzer door was replaced. The programmer was then tested and passed to manufacturer specifications.

Event description:
It was reported that there was a software issue with the programmer. There was an infinite loop error that was not corrected when the programmer was turned off and then on again. The programmer was later returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that there was a software issue with the programmer. There was an infinite loop error that was not corrected when the programmer was turned off and then on again. The programmer is expected to be returned for repair. There was no patient involvement.